Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.

Event description:
It was reported that the target lesion was in the mid right coronary artery (rca) with mild tortuosity, mild calcification and 75% stenosis. After a non-abbott guide wire crossed, the mini trek 2.0 x 15 mm balloon was advanced. It ruptured on the first inflation of 6 atmospheres (atm). After withdrawal, a pinhole rupture was noted. There was no resistance during advancement or retraction in the lesion. No adverse patient effects were reported. No additional information was provided.